Manufacturer narrative:
Results: there were several marks of compression starting at approximately 105.0 cm from the hub to the distal tip. During functional testing, resistance was experienced when advancing the returned jet7 through a demonstration neuron max. Additional compression was caused as a result of this functional test. Conclusions: evaluation of the returned jet7 confirmed the reported kink damage near the distal tip. This damage was likely a result of advancing the device against resistance after reaching the face of the clot as was reported in the complaint. If the device is forcefully advanced against resistance, the catheter may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit (kit). During the procedure, the physician made two successful passes using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max). While making a third pass, the physician advanced the jet7 over a non-penumbra guidewire to the clot and pushed the jet7 approximately 1 centimeter. Consequently, the jet7 kinked in two places approximately 3 centimeters and 4 centimeters proximal to the distal tip. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and a penumbra system 3d revascularization device (psr3d) and the same sheath. There was no report of an adverse effect to the patient.